Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working wall outlet, tandem charging cable, tandem wall adapter, and alternate cables and adapters, and charging connection was not recognized even after remaining connected for 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer continued using current pump, was instructed to put pump into storage mode before return, and was informed that pump settings and continuous glucose monitor would need to be set up on replacement pump, while technical support arranged shipment of replacement pump and instructed customer to return problematic pump using prepaid label within 10 days.